Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a large air bubble in the reservoir. Customer's blood glucose at the time of the incident was 234 mg/dl. Troubleshooting was not and the customer was advised to attach a plunger to the reservoir and try to push out the bubble. Customer pushed out most of the insulin but was not able to remove the bubble. Product is not expected to return.